Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: unknown. Batch no.: unknown. It was reported that a hair was found on the applicator. Per email: so on or about (B)(6) 2021, at r[omitted]I, I was observing a clinician insert a PICC and her helper went to use the chloraprep to clean the patients arm. She picked up the chloraprep stick from the sterile field of the power provena double lumen PICC kit and showed me a piece of hair stuck in between the foam and plastic piece. It happened quickly but she shrugged and yanked the hair out and continued to prep the patients arm. At the time, I was out on a field ride and the lead cs on the account was not aware of the incident as I was the one precepting the clinician. It happened so fast and I wasn't sure how to proceed.